Manufacturer narrative:
Concomitant products: addr01, ipg, implanted: (B)(6) 2009.

Event description:
It was reported that on a review of a transmission it was noted that there was suspected noise on a ventricular high rate episode several months prior. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.